Event description:
The reporter stated that the surgeon used a competitors iol lens with the injection system. The surgeon inserted the lens but the trailing haptic was torn off. The incision was enlarged to remove the lens and another same type lens was implanted. The reporter stated the likely cause of the torn haptic was the foam tip plunger overriding the lens upon insertion.